Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Based on the device identification the complaint databases were reviewed for similar reported events regarding revision.

Event description:
Right hip revision. Developed arthritis of the acetabulum, and was then revised.